Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the alarms occurred while the pump was in the snow or after the user showered with the pump. The user's blood glucose level was not impacted. The user dried the pump off, changed the cartridge, and resumed insulin delivery.